Event description:
2 days following a coronary artery drug eluting stenting treatment procedure that a thrombosis and death occurred. The physician placed a 3.0x20mm taxus express2 drug eluting stent in the left anterior descending (lad) artery. The patient was reported in good condition and was released from the hospital the following day. A day after hospital release, the patient experienced chest pains and returned to the hospital. Angiographic imaging showed thrombosis in the lad. The thrombosis was treated using an angiojet procedure followed by ballooning the lesion. Flow was restored and the patient seemed to be doing well. The patient was monitored but expired.